Event description:
On (B)(6) 2021, the patient underwent a bronchoscopic lung volume reduction (blvr) procedure with zephyr valves. The physician had used the zephyr 4.0-j endobronchial delivery catheter to size the airway and deliver a valve. One of the larger sizing wings detached from the catheter, and the physician retrieved it from the patient with a set of graspers. A new delivery catheter was used to complete the procedure.